Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler with cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty cycler with cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. The pdrn stated the cause was touch contamination due to a breach in aseptic technique. The culture result of staphylococcus aureus supports the statement as it is most often found in the nares and on skin. Based on the available information, the liberty cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The most common microbial causes of pd-associated peritonitis are gram-positive organisms, particularly coagulase-negative staphylococci. Staphylococcus aureus accounts for a smaller proportion of peritonitis episodes (12% ¿ 20%) but is overrepresented in the more severe forms of peritonitis leading to hospitalization and catheter removal. The international society for peritoneal dialysis (ispd) peritonitis guidelines recommend that pd catheter-related peritonitis due to s. Aureus is ¿unlikely to respond to antibiotic therapy without catheter removal. There is also a high risk of repeat peritonitis during the first 6 months after treatment of s. Aureus peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with contacting their on call nurse and during the call stated that they might have an infection. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the pd clinic on (B)(6) 2019 with unspecified symptoms. A pd effluent culture was obtained resulting positive for staphylococcus aureus on (B)(6) 2019. The patient was initiated on antibiotic therapy with vancomycin and fortaz (route, dose, frequency and duration unknown). The patient is continuing pd therapy during the recovery process. The patient was not hospitalized. The cause of the peritonitis event was reported to be touch contamination due to the patient not following proper aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was unknown. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. However, no information was found of fresenius medical care (fmc) cassettes being delivered to the customer. No device history review (DHR) was performed since the lot number is unknown and no information was found in the system search for this customer related to fmc cassettes. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.